Manufacturer narrative:
The lot history has been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample was returned for eval. The safety clip was missing upon receipt. The tuohy borst adapter was opened and the 2-way-stop-cock was closed. The outer sheath was torn off at the swivel nut and elongated in the area of the catheter reinforcement. The stent shifted distal 2mm. The inner catheter and filling material protruded 10mm from the tip of the outer sheath. This complaint is confirmed a tortuous anatomy was described in the event description. This may have lead to the exposure of the system to high friction forces during advancement in the vessel, finally resulting in the described deployment difficulties and the fracture of the outer sheath. However, based on the eval of the sample and the info provided, the exact root cause for the damage to the product could not be determined. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The current IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.

Event description:
It was reported that during a procedure to implant a stent graft, site unk, the delivery system was prepared according to the IFU and proper deployment techniques were used, but the stent graft failed to deploy. The catheter would not pull back past the distal markers of the stent, even with extraordinary force being used and the stent graft failed to deploy. The anatomy was reported as tortuous. A 0.035 guide wire was used for the procedure. There was no reported injury to the pt.